Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for malposition of device and difficult to remove as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of device and difficult to remove. This information was received from one source. This malfunction involved one patient with no consequences. The patient is female; age and weight were not provided.